Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. The ticket searches determined normal complaint activity for the likely cause lot. This is the only complaint received to date for this lot for this issue. The complaint trending report review did not identify any trends for the product for the complaint issue. A review of the product quality history did not identify any issues associated with the customer observation. World wide data was reviewed and indicated the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) result for an (B)(6) year old male patient, when processing on the architect i2000sr. Additional testing for (B)(6). The patients previous results from another platform were consistent with the current additional testing results. No impact to patient management was reported.